Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the infolding could not be determined.

Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm and iliac artery aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2012, a follow-up computed tomography scan identified infolding of the distal end of the trunk. It was reported the exact cause of the infolding is unk. The infolding was reportedly due to either placing the 14 mm ipsilateral limb of the trunk in an iliac artery that measured 10 - 11 mm, or landing the limb in a curve. It was reported that no endoleaks or aneurysm enlargement were identified. On (B)(6) 2013, an additional procedure was performed whereby an additional device was implanted to reline ipsilateral limb of the trunk. The extension reportedly resolved te infolding, and the pt tolerated the procedure.